Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the harmonic ace for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment broke off and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, at this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace blade detached from the clamp. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information from the reporter about the complaint: the blade of the harmonic ace broke and a fragment fell into the patient's body. The customer informed that the fragment was retrieved immediately without any injury to the patient. The customer used a back-up instrument and the procedure completed without further incident. There was a maximum delay of 10 minutes.